Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted (approx 400-600 mg/dl). Customer administered a manual correction bolus. Customer believes that infusion set tubing may have been occluded but could not confirm as tubing had been changed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.